Event description:
Dealer advised upper right crossbrace is broken at the seat rail at a weld. Dealer could not provide any further information.

Manufacturer narrative:
Additional information will be added as it becomes available.